Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor detached when using the involved angio-seal device. After having put in place the introducer of the angio-seal and at the time to introduce the plastic part which contains the collagen, the collagen detached from the transparent part. An angio-seal from another lot number was used without problem. There was no clinical consequence for the patient. There was no harm to the patient.

Event description:
Additional information was received on 7/4/18. The patient was having a flutter ablation done. The customer used a 8fr procedure sheath. There was no difficulties with the arterial access, sheath, guidewire, or catheter insertion. It is unknown if a pre deployment angiogram was performed. It is also unknown if there were any issues with insertion, deployment or withdrawal of the device. The patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional event information, and provide patient information. Patient length: 160cm

Event description:
Additional information was received on 7/12/18.

Manufacturer narrative:
The actual device was not returned for evaluation, however, two unused devices were returned for evaluation. One package from the involved lot number was opened and it was confirmed all of the components were in the tray, and the angio-seal device was in its sealed pouch. A second angio-seal device was opened from a different lot and revealed that the bypass tube was attached to the device in the correct position. No other anomalies or defects were observed. The complaint could not be confirmed. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that adverse event experienced by the user may be related to the improper opening of the polyfoil pouch or mishandling of the device.